Event description:
A surgeon reported during two intraocular lens (iol) implant surgeries, the capsule broke for two patients. The lens remains implanted and the outcome of the event is reported to be resolved for the patient. Additional information has been requested. There are two medical device reports for this same event. This report is for the second patient.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root case. Attempts have bene made to obtain additional information by phone, fax and mail. A completed questionnaire has not been received. (B)(4).